Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure, this right ventricular (rv) lead perforated the patient's heart wall. The patient's blood pressure baselined at 138/75 bpm, then decreased to 75/unknown bpm during pocket closure. A stat echocardiogram displayed effusion. A pericardial centesis was performed and 450cc was drained. The rv lead was repositioned in four attempts, with final measurements noted to be stable. No further information was available.